Event description:
An optometrist reported that one month following bilateral photorefractive keratectomy (prk) the patient presented with +1 corneal haze in the left eye. The steroid drops were increased to treat the event. The patient reported a decrease in reading vision. The patient was advised to use eyeglasses for near vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).